Event description:
The user facility reported to terumo cardiovascular sys that during cardiopulmonary bypass surgery, the vent did not seem to be pulling, the one way valve was suspected to be faulty. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).